Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was observed that the device was worn out. It was further determined that the device did not function. It was further determined that the device failed pretest for if needed, check with test hand switch, after ¿adjusting¿, check with test bench and record results: power: 45 to 90 w (watt) and speed: min. 703 to 937 rotations per minute (rpms), check function with foot pedal, check function with test hand switch, check function and direction of rotation, check symmetry with hand switch, check the cable coupling, check the attachment coupling, marking and labeling, general condition and check status of development. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the electric pen drive device did not turn on. It was reported that the event occurred during use on a patient. There were no delays to the surgical procedure as an identical spare device was available to complete the surgery. There was patient involvement reported. It was reported that there was no harm to the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.